Event description:
A patient's blood glucose was checked on the suspect device with a result of 320 mg/dl. A lab was drawn and the value was 136 mg/dl. No treatment alleged. Controls were in range. The device was replaced and requested to be returned for evaluation.